Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse removed the power supply module and found a component inside the alternating current / direct current (acdc) converter was burnt and the plastic melted, causing smoke to be emitted from the vent on the rear of the instrument. The cse replaced the power supply. The components in the power supply are flammability rated, meaning they will not catch fire upon a component malfunction; therefore there is no risk of fire. The customer then ran quality controls (qc) and patient samples, resulting acceptable. The cause of smoke being emitted from the rear instrument vent was related to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) and reported that smoke was emitted from the vent located at the rear of the advia centaur xp instrument. The operator disconnected the instrument from the uninterruptible power supply (ups) and wall connection but smoke remained visible. There were no injury to staff reported and no delay in testing patient as the customer has an alternate instrument as back up. The damage was contained to the power supply. There are no known reports of patient intervention or adverse health consequences due to the smoke emitted.